Manufacturer narrative:
The review of the batch record and inspection protocols of the reported device revealed no deviation. No other complaint exists from the reported lot regarding the same complaint reason. All qc criteria were within specification according to the batch record.

Event description:
It was reported that the left disc of the occluder had a somewhat unusual shape. During the loading phase, it caused interference in the loader. In the positioning phase, the left disc did not properly conform.

Manufacturer narrative:
The review of the batch record and inspection protocols of the reported device revealed no deviation. There is another complaint from this batch reported within the same complaint reason which is confirmed. All qc criteria were within specification according to the batch record. The device was returned for further investigations. Visual and functional inspection confirmed the reported deployment malfunction of the flex ii asd occluder. The left atrial (la) disc exhibited an irregular wire mesh distribution, which caused the failure of proper expansion. Based on the investigation findings, a manufacturing-related failure during the heat - setting process, which was not identified in the qc inspection, could be identified as root cause for the reported event.

Event description:
It was reported that the left disc of the occluder had a somewhat unusual shape. During the loading phase, it caused interference in the loader. In the positioning phase, the left disc did not properly conform.